Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('piercing organs') in female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced perforation (seriousness criteria medically significant and intervention required), device dislocation ("coils migrate") and pelvic adhesions ("organs fuse together") and were found to have a pregnancy with contraceptive device ("few pregnancies"). The patient was treated with surgery (hysterectomies). Essure was removed. At the time of the report, the perforation, pregnancy with contraceptive device, device dislocation and pelvic adhesions outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device dislocation, pelvic adhesions, perforation and pregnancy with contraceptive device to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : device dislocation, pelvic adhesions, perforation and pregnancy with contraceptive device and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('piercing organs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced perforation (seriousness criteria medically significant and intervention required), device dislocation ("coils migrate") and pelvic adhesions ("organs fuse together") and were found to have a pregnancy with contraceptive device ("few pregnancies"). The patient was treated with surgery (hysterectomies). Essure was removed. At the time of the report, the perforation, pregnancy with contraceptive device, device dislocation and pelvic adhesions outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device dislocation, pelvic adhesions, perforation and pregnancy with contraceptive device to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : device dislocation, pelvic adhesions, perforation and pregnancy with contraceptive device and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.